Event description:
It was reported that 243 days after implantation of a 2.75x20 mm taxus express2 drug leuting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the ostial and proximal right coronary artert (rca). A pre-intervention stenosis of 80% was reported. After the pre-dilation with a 2.5x20 mm maverick balloon, a 2.75x20 mm taxus stent was deployed and post dilated in the lesion. A post-intervention residual stenosis of 0% was reported. The pt received heparin and intracoronary nitroglycerin during the procedure. No info. Concerning the vessel calcification or tortuosity was reported. The pt was reported to have tolerated the procedure well, without complications. The pt presented 243 days after the initial procedure with a 100%^ in-stent restenosis in the ostial and proximal rca and symptoms acute coronary syndrome. After ptva and cutting balloon dilation, a 3.0x16 mm taxus express2 stent was deployed in the lsion. A post-intervention stenosis of 0% was reported. The pt was reported to have "tolerated the procedure well, without complications , ans left the cardiac catherization laboratory in stable condition."